Event description:
It was reported that the lead was explanted due to a lead anomaly. The competitor's device delivered inappropriate shocks.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.